Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the reported failure. The fse used an alcohol pad and made sure screen was free from any residue that could have been causing the screen to get pressed. Fse went into service mode and re-calibrated screen, powered unit on successfully with no power failure. Performed a functional check of all the buttons and had no issues along with the touchscreen test in service mode. Unit returned to customer.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions).

Event description:
It was reported by the customer that during power up cardiosave intra-aortic balloon pump (iabp) screen is frozen and alarm electrical failure #6. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.